Event description:
Female patient was having a laparoscopic assisted vaginal hysterectomy w/bilateral salpingo-oophorectomy, anterior colporrhaphy: gyrus halo handpiece cutting forceps when plugged into gyrus machine would not coagulate. Tried unplugging, turning machine of and then turning machine back on then re-plugging in forceps and they still did not work. Opened a second handpiece that did work.

Manufacturer narrative:
The following elements have blank data. Device identifier (di): for type of device: electrosurgical, cutting & coagulation & accessories. Unique device identifier (UDI): for type of device: electrosurgical, cutting & coagulation & accessories.

Event description:
Female patient was having a laparoscopic assisted vaginal hysterectomy w/bilateral salpingo-oophorectomy, anterior colporrhaphy: gyrus halo handpiece cutting forceps when plugged into gyrus machine would not coagulate. Tried unplugging, turning machine of and then turning machine back on then re-plugging in forceps and they still did not work. Opened a second handpiece that did work.